Event description:
This medwatch report concerns the first nc trek (part sequence two) that was not used in the anatomy: it was reported that, during device preparation, it was very difficult to remove the protective sheath from the nc trek dilatation catheter (part sequence two); therefore, the device was not used and there was no patient involvement. The same issue occurred with a second nc trek (part sequence one), but the protective sheath was not as difficult to remove as the first device. The second nc trek was used in the left anterior descending coronary artery without incident. There was no adverse patient effect and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other device referenced is being filed under a separate medwatch MFR number.